Manufacturer narrative:
Title: single port and multiport approaches for robotic vaginoplasty with the davydov technique source: urology 138: 166-173, 2020 accepted (with revisions): november 7, 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between march 2019 and october 2019. A retrospective study described an institution's initial experience with robotic vaginoplasty utilizing davydov technique for vaginal reconstruction. The dilator was secured at its maximal depth with a purse string suture (with 2/0 v-lock) to define the neovaginal apex. Further concentric purse string suture(s) with v-lock were placed on the peritoneum to close the defect overlying the neovaginal apex. There were 11 patients included in the study and complications included urethro-neovaginal fistula which required redo robotic intestinal vaginoplasty and wound dehiscence. Article: single port and multiport approaches for robotic vaginoplasty with the davydov technique dr. Simone crivellaro, 2020, urology, 10.1016/j.urology.2019.11.043.